Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the video is not displayed due to failure of the video connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) hospital. The device has been returned to olympus service center for evaluation and the video cable socket was damaged, causing no image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the video system center exhibited a video connection failure. The issue was observed during reprocessing. There was no delay, and the patient was not under anesthesia. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed the damaged buckle at the scope socket caused the image to flicker. The subject could not be recognized well in the image. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.